Manufacturer narrative:
An investigation was carried out into this complaint. On 2017-nov-23 arjohuntleigh has become aware of a customer complaint concerning ergolift that was raised by (B)(6). It was reported that a resident (male, (B)(6) and weight - (B)(6)) attached in the sling, was being transferred from toilet to bed with the use of arjohuntleigh lift: ergolift. The caregiver was moving the lift sideways slightly to approach a bed. She was behind the resident close to wall pulling on sling handles. At that moment the lift tipped over onto caregiver and resident. The caregiver hit her head when the lift tipped and a spreader bar hit her head and jaw - a minor concussion has been sustained. The resident did not suffer any injury. When reviewing similar reportable events, we have found a number of cases with similar fault description (device tipping). In course of this investigation it has been tried to establish the exact root cause of the reported issue- tipping of the ergolift. Based on previous complaints, following factors are considered plausible causes for lift tipping: a. The brakes were still engaged while transferring the patient. B. The lift was maneuverer using other part than the handles, such as mast, motor shaft, boom, sling or patient. C. The patient did not clear the bed/tub when initiating the transfer. D. Obstruction on the floor was present and the lift was pushed towards it (e.g. Bed legs). E. The lift was pushed sideway instead of the front direction. F. The lift was not in a good working condition. The involved lift was thoroughly inspected upon arjo representative visit at customer facility. The lift legs were found to be not parallel to each other (narrower at the front than at the back of the device). These parts might have deteriorated during usage of the device. The device was 12 years old when the event occurred. Nevertheless functional test of the lift passed successfully. The reported event could have been recreated upon the lift's evaluation. When the device was positioned as it was presented in the photographic evidences provided by the customer facility, the legs of lift were against legs of a bed which could impact maneuvering the device. The user manual (001.06100 rev. 2 issued in august 2001) provided to customers with devices informs the user: "do not attempt to push or pull a loaded lift over a floor obstruction which the casters are unable to ride over easily." (P. 5) when a caregiver was pulling on the sling, it could have allowed the bed's legs to act as leverage point and lift easily tipped over. It is worth noting that the user manual indicates also: "do not attempt to maneuver the lift by pushing on the mast, motor shaft, boom or patient." "Always maneuver the lift with the handle provided." The facility staff agreed that the bed's legs and pulling the lift could have been factors contributing to this incident. It was noted that a room where the tipping occurred was very small with two beds and some furniture between beds and wall. The staff agreed also that space in a room when the incident took place is tight and that legs of lift may not have been placed correctly. The cited above extracts from the lift labelling ensures that usage of the ergolift in accordance to the guidelines provided by the manufacturer will not cause or contribute to its tipping. It was confirmed that the lift legs were under the bed when it tipped sideways. If the caregivers push or pull on the resident, sling, spreader bar, jib or mast, the instability of the device could be amplified when the movement of the chassis is obstructed or blocked. Please note also that our lift devices fulfill the iso 10535 requirements of being stable with the safe working load weight in the most adverse position. Even on a tilting slope, when lifting 1.25x the safe working load, and in the most adverse position, the device does not become unstable. The factors as the stability inherent to the design of the device and the stability inherent to the condition of the device at the time of use will not be considered as contributing factors to the event. From collected information it can be pointed out that the most likely root cause of the issue is related to customer misuse - maneuvering the device not accordingly to the manufacturer's instructions and recommendations included in the labeling of the device. The customer's statement is aligned with findings of our investigation. This indication leads to the conclusion that the incident was caused by use error. Looking at the incident scenario it has been established that ergolift passive floor lift was being used for patient handling at the time of the event and in that way contributed to a reportable incident - device tipping leading to a minor concussion sustained by caregiver. The device did not meet its specification at the time of the incident.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported that a resident (male) was being transferred from toilet to bed by caregiver utilizing ergolift. While approaching a bed, the device tipped over onto caregiver and resident. The caregiver hit head when the lift tipped and hanger bar hit her head and jaw. No injuries for the resident/patient resulted from this event. A caregiver sustained concussion. Following the information provided (as of today) ithe concussion did not require medical intervention nor hospitalization.